Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s insulin cartridge became empty and insulin delivery was interrupted until the nurse and agent completed a supply change and resumed delivery; the nurse also reported the user has alzheimer¿s disease and removes the pump unbeknownst to caregivers, which coincided with elevated glucose readings and no observed leaks or hardware faults. Symptoms included hyperglycemia. Outcomes included no hospitalization and restoration of therapy after troubleshooting. Investigation included troubleshooting and education with the caregiver to change supplies and confirm insulin delivery resumption, as well as review of alerts indicating a high glucose condition on the ilet system. Investigation of this case revealed no device malfunction and suggested user handling and therapy interruption due to pump removal as the likely contributor to hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with use-related issues and not a confirmed device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.